Event description:
It was noted that the stent prematurely deployed in the hub of the microcatheter. No further info has been obtained despite multiple attempts. The event as reported by the customer was determined to pose no risk of injury to the pt since in this scenario, the stent would not be able to be introduced into the microcatheter and therefore, could not be used in the pt. Based findings of a stretched distal coil on the returned delivery wire, and without verification as to when this occurred. This has been determined to be a reportable malfunction. Verification as to when this occurred, this has been determined to be a reportable malfunction.

Manufacturer narrative:
Note: facility's lot no 01989202 is cordis lot no 13226944. Per facility's report no: facility did review the device history records relative to the manufacturing, inspecting and packaging of lot 01989202. This packaging lot contained 24 units, which were shipped from the facility. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent was received packaged separately and the delivery wire was returned coiled and loose loaded in the introducer sleeve. There are kinks and bends on the delivery wire and the proximal coil is displaced proximally, creating a 40.35mm stretch immediately proximal of the distal joint. Except as noted, the specimen appears visually and dimensionally correct. There are no anomalies or damage to the distal tip region of the ptfe introducer. The dimensions of the stent are within specification. The returned device does not present any definitive indication of manufacturing defect or anomaly. The position of the introducer sleeve within the hub of the microcatheter is a crucial factor in the proper passage of the enterprise stent to and from the microcatheter through the hub of the microcatheter. The positioning of the introducer sleeve within the hub of the microcatheter during insertion of the device is likely a contributing factor to the report that the stent prematurely detached in the microcatheter. If the ptfe introducer is not fully seated in the hub of the microcatheter as outlined in the instructions for use (IFU), the distal end of the stent will open/deploy in the hub of the microcatheter as the delivery wire is advanced. If the introducer is introduced and fully seated in the hub of the microcatheter, but is not fully secured in place by the rotating hemostasis valve (rhv) as outlined in the IFU, the introducer will back out of the hub prior to the stent entering the microcatheter. This will result in the stent prematurely detaching in the hub as the delivery wire is advanced. No mention of the kink damage or the stretched coil damage was made by the account, and no further follow-up info has been able to be obtained. At this time, assignment of root cause for this complaint is speculative and inconclusive. Based on the limited info provided in the complaint documentation and the evidence presented by the specimen device procedural factors appear to have contributed to the event.